Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered, which did not terminate the rhythm. Another round of atp was delivered, which accelerated the rhythm to ventricular fibrillation (vf). Subsequently, a shock was delivered, which successfully converted the patient's rhythm. In addition, atrial driven pacemaker mediated tachycardia (pmt) episodes were stored in the device. This crt-d remains in service. No additional adverse patient effects were reported.